Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00162 on aug 11, 2023. Additional information aug 14, 2023: a customer from outside the united states reported observation of discordant elevated atellica im high-sensitivity troponin I (tnih) results on a serial draw of samples from one patient. The initial sample result was low and reported to the physician(s). Other samples were tested on different dates on the same atellica im analyzer, and the results were lower and higher. The lower results were considered as correct by the physician(s). It is reported that the patient underwent a medical procedure used to diagnose heart conditions, cardiac catheterization. Siemens reviewed the available information. There are patient results showing 4 samples run on (B)(6) 2023 and (B)(6) 2023, that are potentially elevated with cutoff of 45.20 ng/l as per the atellica im tnih instructions for use (IFU). Siemens has reviewed the additional information and determined that based on the quality control charts, qc is within expected limits on the day the samples were run. Additional information is not available, therefore a root cause cannot be determined. MDR 1219913-2023-00163 supplemental 1 was filed for the same updates. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
A customer from outside the united states reported observation of discordant elevated atellica im high-sensitivity troponin I (tnih) results on a serial draw of samples from one patient. The initial sample result was low and reported to the physician(s). Other samples were tested on different dates on the same atellica im analyzer, and the results were lower and higher. The lower results were considered as correct by the physician(s). It is reported that the patient underwent a medical procedure used to diagnose heart conditions, cardiac catheterization. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." A separate MDR was filed for a different date of testing for the same patient. Siemens healthcare diagnostics is investigating.

Event description:
The customer reported observation of discordant elevated atellica im high-sensitivity troponin I (tnih) results on a serial draw of samples from one patient. The initial sample result was low and reported to the physician(s). Other samples were tested on different dates on the same atellica im analyzer, and the results were lower and higher. The lower results were considered as correct by the physician(s). It is reported that the patient underwent a medical procedure used to diagnose heart conditions, cardiac catheterization. There are no reports or adverse health consequences due to the elevated atellica im tnih results.